Event description:
Pt presented to her transplant treatment clinic at 2:00 pm; he had spoken with vad coordinator (B)(6) previously to let her know that he had to change his pc controller due to unexplainable alarms he received this am. Pt was advised to come in to have circulatory support personnel troubleshoot. Upon inspection of the pt's driveline and controller history, nothing presented abnormally except driveline fault alarms which are the alarms that prompted the pt to change his pc controller. Circulatory support collected controller event history on the pt's previous primary controller to be sent in for analysis and also checked the pt's software on both his pc controllers. After determining his controller software was outdated (7.19), circulatory support immediately exchanged both his primary and back up pc controllers with controllers up to date software wise (7.23). The exchange was uneventful and pt was sent home at 2:45 pm. Dates of use: (B)(6) 2014-(B)(6) 2015. Controllers needed to operate and facilitate power to vad pump. Event abated after use stopped. Event did not reappear after reintroduction. Pocket controller software 7.19 in use from time of implant ((B)(6) 2014) to 02/13/(B)(6).